Manufacturer narrative:
Returned for eval was titanium port and attached catheter segment measuriing 4.3 inches and separate catheter segment measuring 2.8 inches. Port shows significant amount of dried blood/antiseptic residue between cath-lock and catheter. Port overmold contains at least four separate lacerations. Port septum has indeterminate number of needle puncture sites and moderate amount of blood within septal chamber. Distal tip of attached catheter segment and one end of free catheter section have been compressed and ends permanently flattened. Remaining end of free catheter section is round and dried blood is visible in catheter lumen. Tactile examination of attached catheter segment is unremarkable. Annular ring, similar to impression resulting from suture, is noted 0.9 inches from free segment's round tip. Patency of port/catheter assembly is established by flushing and aspirating water with 12cc syringe and 19 ga. Non-coring needle. Free catheter segment is patent to flushing, however, but not to aspiration. Two signficant cylindrical blood clots are flushed out of this segment ultilzing water-filled 12cc syringe with large bore blunt connector. Despite this, aspiration is only minimally successful. Leak testing of port/catheter assembly does not produce any leaks when hydraulcially pressurizing chamber/lumen to sustained pressures above 25 psi. Under magnification cath-lock is found to have clip and multiple cracks around outer diameter. This may be result of use of traumatic clamping instruments such as hemostats. Cuts in silicone overmold have clear, well-defined edges which are consistent with bladed instrument and may have occurred during port explantation. Microscopic examination of attached catheter's distal tip reveals marked oval shape with rough, irregular edges and grannular face slightly refelctive to light. This suggests blunt trauma. Reinforcing this, microscopic exam of oval end of free catheter segment again reveals coarse, uneven edges and grainy face. Comparison of these two ends produces match and identifies free segment as distal or embolized fragment. Using microscopic micrometer, fractured ends are measured. Longest axis of proximal segment's distal tip is 0.149 inches. Shortest axis is 0.090 inches. Longest axis of distal segment's proximal end is 0.133 inches. Shortest axis is 0.093 inches. Flattened, oval shape of two matching ends, combined with the evidence suggesting blunt trauma, indicates fracture occurred as result of clavicle/first rib compression. This is complication warned against in manufacturer's instructions for use for this device.'